Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified it has fractured on the stepped cutting edges on the tip in two places. The shaft has minor surface scratches. The product was submitted to sem for fracture analysis and identified it fractured due to compressive shear overload. Suspected crack initiation area on the reamer was identified and suspected crack exit area near the upper part of the fracture. Ductile overload mode of fracture identified throughout the fracture surface. The direction of shear identified based on the ductile dimples, which are indicative of a possible compressive shear overload that caused the fracture. Eds semi-quantitative elemental analysis of the reamer sample showed that it was consistent with 17-4 ph stainless steel. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the alliance glenoid modular center post reamer was cracked at the tip. Attempts have been made and additional information on the reported event is unavailable at this time.